Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, the patient presented with non-union l4-5 and l5-s1, painful hardware, loose bilateral s1 screws, loose left l5 screw, gait disturbance, scoliosis, and ddd. The patient underwent a tlif and posterolateral fusion l4-s1 using rhbmp-2/acs. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2013, patient underwent following procedure: 1- bilateral intertransverse process postero-lateral fusion l4-s1, 2- removal of segmental pedicle hardware left l5, s1 and right s1, 3- vertebroplasty s1 bilateral, 4- insertion of right s1 and left l5 (ha coated) and left s1 pedicle screws, 5- use of bone morphogenic protein, 6- use of bone-proformative material, 7- use of locally harvested autogenous cancellous bone, 8- intra-operative bi-plane fluoroscopy; for pre-op diagnosis of: non-union l4-5 and l5-s1; s/p posterior fusion l2-s1; painful hardware; loose bilateral s1 screws, loose left l5 screw; gait disturbance; scoliosis; degenerative disc and joint disease. Per-op notes: "..decortication of the posterior aspects of the transverse processes of l4, l5, and s1 bilaterally was achieved and locally harvested cancellus bone and bone morphogenic protein type ii and bone proformative material were placed in the lateral gutters of l4-5 and s1 bilaterally. Longitudinal rods were then reconnected to the pedicle screws bilaterally at l2, l3, l4, l5, and s1 and securely tightened and deep fascial closures were achieved..".